Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. UDI and manufacturing date not available for this system at time of filing. A manufacturer representative found that some files were in the wrong place in the hard-drive. After he moved the files back to the appropriate folder the issue was resolved.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system and navigation system were not communicating in 3d cal or spine application. Issue was noticed when trying to set up for an imaging system calibration. User could successfully verify the navigation system from the imaging system but the equipment task in both applications were giving an orange line of communication. They entered data task in 3d cal and got the following error, "system connection problem". It was confirmed that the network information for both systems was correct and could communicate. There was no patient present.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.